Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad traces. The insulin pump was received with normal operating currents. No unexpected off no power alarm or blank display anomaly noted during testing. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window, missing end cap sticker and address or serial label.

Event description:
The customer reported via phone call that the esc and act button were working intermittently. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.